Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated there was a line missing from their insulin pump's screen. The customer's last known blood glucose was 128 mg/dl. The customer did not drop or bump their insulin pump. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The pump passed self test. No missing segments were noted on the display, and no cosmetic damage was noted on the pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.